Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1805849) on 02-may-2018. The most recent information was received on 28-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("very strong pelvic pain") in a female patient who had essure (batch no. D46958) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016 the patient had essure inserted. On 1-may-2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("pimples on the abdomen"), asthenia ("asthenia") and dyspnoea ("breathlessness"). The patient was treated with surgery (total hysterectomy was performed). Essure was removed on 11-dec-2017. At the time of the report, the pelvic pain, acne, asthenia and dyspnoea outcome was unknown. The reporter provided no causality assessment for acne, asthenia, dyspnoea and pelvic pain with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-may-2018 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 11.403 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-may-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(4), on 02-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("very strong pelvic pain") in a female patient who had essure (batch no. D46958) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("pimples on the abdomen"), asthenia ("asthenia") and dyspnoea ("breathlessness"). The patient was treated with surgery (total hysterectomy was performed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, acne, asthenia and dyspnoea outcome was unknown. The reporter provided no causality assessment for acne, asthenia, dyspnoea and pelvic pain with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-may-2018 for the following meddra preferred term: pelvic pain¿ analysis in the global safety database revealed 11.072 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.